Manufacturer narrative:
One device was returned for repair in used condition. This device has not been serviced in the past. Visual evaluation found downstream occlusion (dso) seal damaged, device condition is very dirty, air detector sensor falling off chassis, and lcd lens damaged. Event log had no applicable evidence to review. Reported problem of accuracy >6% was not duplicated on functional testing. Device power on switch was working but device will not stay on due to contaminated battery compartment. Device accuracy tests are within manufacture specifications. Performed preventive maintenance per internal procedure. The device passed all functional tests after the repair.

Manufacturer narrative:
B3: date of event is unknown. H3 other: device has not been returned to date. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had accuracy greater than 6 percent. There was no patient involvement and no patient harm/adverse event reported.